Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote transmission was received and no issues were noted with the implantable cardioverter defibrillator (ICD) system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor had no telemetry with the implantable pulse generator (ipg). The patient was referred to their clinic for follow up. The ipg remains in use. No patient complications have been reported as a result of this event.